Manufacturer narrative:
The following information is corrected in this report: d2/h10: additional pro code ocl is not applicable. The reported rectal fistula, urethral fistula and pulmonary embolism are all listed as potential adverse events within the device labelling, and are thus anticipated in their nature and severity. The reported adverse events are known inherent risks of the device. This complaint is deived from the literature article titled: "safavy, s., jabaji, r. B., lu, s. M., slezak, j. M., cosmatos, h. A., williams, s. G., & finley, d. S. (2019). Salvage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system. The permanente journal." Perm j 2019;23:18 to 153, https://doi.org/10.7812/tpp/18-153 publication date: jan 2020 - default to first day of the month, 01 jan 2020.

Event description:
It was reported via journal article that during a prostate cryoablation procedure, patients experienced complications of urethral stricture and rectal fistula. The published literature article: "savage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system" by safavy. Et al. 2019 is a retrospective, single-centre review of 75 patients who received cryoablation treatment for prostate cancer with either galil (galil medical) or endocare (endocare/healthtronics inc). The following complications were reported: 2 rectal fistulaes, (2.7%), 5 urethral strictures (6.7%), 19 patients with stress urinary incontinence requiring at least 1 pad per day (25.3%), and 1 death caused by pulmonary embolism (1.3%). No device malfunctions were reported in the article.

Manufacturer narrative:
Additional pro code: ocl. This complaint is derived from the literature article titled: "safavy, s., jabaji, r. B., lu, s. M., slezak, j. M., cosmatos, h. A., williams, s. G., & finley, d. S. (2019). Salvage cryoablation for radio recurrent prostate cancer: initial experience at a regional health care system. The permanente journal." Perm j 2019;23:18 to 153, https://doi.org/10.7812/tpp/18-153 publication date: jan 2020 - default to first day of the month, 01 jan 2020.

Event description:
It was reported via journal article that during a prostate cryoablation procedure, patients experienced complications of urethral stricture and rectal fistula. The published literature article: "salvage cryoablation for radio recurrent prostate cancer: initial experience at a regional health care system" by safavy. Et al. 2019 is a retrospective, single-centre review of 75 patients who received cryoablation treatment for prostate cancer with either galil (galil medical) or endocare (endocare/healthtronics inc). The following complications were reported: 2 rectal fistulas, (2.7%), 5 urethral strictures (6.7%), 19 patients with stress urinary incontinence requiring at least 1 pad per day (25.3%), and 1 death caused by a pulmonary embolism (1.3%). No device malfunctions were reported in the article.